Event description:
A malfunction alarm identified as malf 9 was reported by the customer. The issue did not cause the customer's blood glucose to exceed 500 mg/dl. Technical support provided instructions for resetting the pump, which resolved the malfunction. The customer was advised to continue using the pump and to reach out if the issue recurred, which the customer acknowledged and understood.